Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review following an increase in low flow alarm frequency. The log files captured a few low flow events on (B)(6) 2026 where flows dropped to as low as 0.4lpm. The patient also had a gastrointestinal bleed and was receiving treatment.